Manufacturer narrative:
Isi received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the customer reported complaint. The instrument conductor wire was found to have insulation damage. No pieces were found to be missing and the electrical continuity test passed. A review of the instrument log for the maryland bipolar forceps instrument associated with this event confirmed that the instrument was last used on (B)(6) 2021 on system (B)(4). Per logs, the instrument has 1 use remaining. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. The maryland bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Based on the information provided at this time, this complaint is being reported because: during failure analysis investigation, the bipolar instrument conductor wire insulation was found to be damaged. A bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the maryland bipolar forceps instrument was found to have a damaged wire. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no report of any issue related to unintended energy discharge or arcing occurring during the last known instrument usage and no report of instrument collision occurring. There was no report of patient injury occurring during the last time the instrument was used.